Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 83 mg/dl at the time of the incident and at the time of report it was 126 mg/dl. The customer reported that the insulin pump was suspended multiple times. The sensor will not be returned for analysis.